Event description:
It was reported there was a leak at the de-airing outlet (yellow stopcock) during the second day on ECMO therapy. A few milliliters of blood plasma was lost. The device was changed out. No reported patient effect. Treatment was not delayed due to the exchange. ECMO - extra corporeal membrane oxygenation. (B)(4).

Manufacturer narrative:
The device is available for return but has not yet been received. A supplemental medwatch will be submitted if additional information becomes available. Maquet cardiopulmonary ag is aware of similar complaints showing a similar malfunction. Internal process material review board (mrb 14-01-001) was initiated to determine the most probable root cause and to implement the appropriate corrective action. This data is being handled through a designated maquet cardiopulmonary tracking and trending process. Additional information: the product mentioned under section 3 is a tubing set and the included affected component has the contributing design function of the qualdrox-ID which is registered under 510 (k): k101153.

Manufacturer narrative:
The manufacturer determined so far that the de-airing membrane becomes permeable for fluids (priming solution / blood). The investigated customer complaints showed nonconforming areas in the membrane body as well as week bonding between the membrane and oxygenator as most probable cause. Therefore maquet cardiopulmonary (B)(4) has initiated a CAPA process (B)(4) to address the appropriate corrective and preventive action. Determining the root cause is still under investigation. A supplemental medwatch will be submitted as soon as further information becomes available.

Manufacturer narrative:
(B)(4). Result of the root cause analysis the root cause was identified. Investigations could prove that the introduction of the new glue for adult and small adult oxygenators at the beginning of 2013 was not responsible for the increased leakage of de-airing connectors. The root cause comprises the following three sub items: -the laminated ptfe membrane shows qualitative differences within the lot due to the size of the production lot (minimum 1850 feet x 11.25 inch) and the packaging of the rolls. -the functional ptfe membrane is very sensitive to mechanical stress. Therefore the hitherto existing instructions in bop (basic operation procedure) 714 for punching and bop 715 for welding the de-airing membrane will be adjusted. -the softline coating and the pressure test of oxygenators takes place simultaneously at 1.1 bar. The hydrophobic character of the membrane is changed by dint of the hydrophilic softline coating solution, which enters into the ptfe membrane.

Event description:
(B)(4). This is 3 follow-up report for the initial report that was submitted on paper march 3, 2015 under MFR report # 8010762-2015-00114. Follow-up 1 was then submitted on paper october 2,2015 also under MFR # 8010762-2015-00114. Then follow-up 2 was erroneously submitted electronically on march 17,2016 under MFR # 8010762-2016-00190.

Manufacturer narrative:
(B)(4). Corrective and preventive actions have been established in CAPA-(B)(4) based on the root cause analysis: -development and implementation of an optical inspection of the raw material (membrane). -development and implementation of a new punching process. -improvement of the packaging of the membrane rolls at the supplier. -prevention of pressures above the tolerance in pressure test units (revision/enhancement of basic operating procedures). All further actions and the effectiveness thereof will be carried out as part of CAPA (B)(4).

Event description:
(B)(4).